Event description:
To summarize this event, a (B) (6) patient had a 10mm asd located superiorly towards the svc with some deficiency of the svc rim. The defect was balloon sized to 12 or 13mm and a slightly smaller device was used due to the location of the defect. Later in the day, the child was noted to have an increased heart rate and was overall not doing well. The next morning an echocardiogram was performed and an effusion was noted. Pericardiocentesis was performed and blood was removed. The patient was taken to surgery for device removal and surgical repair of the asd and perforation. The patient did fine and continues to do well.this event is reportable to the FDA since an effusion was noted following implant and surgery was required to remove the device.